Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure mode missing tube label was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of missing tube label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing tube label. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a missing tube label on 2 devices. No adverse impact was reported regarding the patient or user.